Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (lower than 40 mg/dl); cause was unknown. The customer declined to perform troubleshooting and terminated the call.